Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that there was leakage from the tubing of a smiths medical cadd administration set. There was no clinical or patient injury.